Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and replaced the fuses and uninterruptible power supply (ups). After replacement the medtronic representative performed an imaging system check-out, all areas passed. Suspect ups was returned for analysis and found: the ups failed 5 min load test in 2 min 28 sec. The ups passed 5 min load after installing known good batteries. The hardware investigation found that the reported event was related to a blown fuse and batteries in the ups. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the mvs did not turn on when plugged into a working outlet. There was no system and line power present. There was no patient present when this issue was identified.